Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the customer complaint was confirmed after looking at in-vivo data in dms. However the issue couldn't be reproduced during in-vitro qc tests, the sensor did not show any performance issues during the investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of a situation where a device is to be removed early due to customer satisfaction (sensor inaccuracy).